Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID wr9230 (serial: (B)(6); product type: 0213-recharger; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced multiple issues with an implantable neurostimulator and an external device. The patient stated that the device was not working, not charging, unable to establish connections, and not providing the intended therapy. The patient reported discomfort and no relief from stimulation, even after a new stimulator was implanted. The device indicated it was fully charged but was constantly beeping, and the patient continued to experience no relief from stimulation. The patient also reported pain or discomfort when sitting up. The recharger application displayed "recharger is inactive," and the wireless recharger was constantly beeping. The recharger battery was reported as low, with the message "recharger battery is low. Please charge your recharger." The implant site had 3-4 very small steri strips. The patient was cleared by a healthcare provider to use the equipment and received training after implant. During troubleshooting, the patient's family member was able to connect to the implant, which showed 60% battery with therapy on, and reported fluctuating connection numbers. The family member attempted to improve connection by removing their shirt. The issue was not resolved through troubleshooting, and the patient was redirected to their healthcare provider to further address the issue.